Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. One haptic is broken (possibly cut) in the haptic/optic junction area (returned). The optic is cut in half, typical of insertion and removal. Both cut optic portions have small split/cracks near the cut area. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that before the intraocular lens (iol) implant procedure, the iol was found to be cracked. The procedure was completed with another iol.